Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure for patient's treatment using with an unknown trochanteric fixation nail (tfn), following an insertion of an unknown helical blade, while disconnecting the instrument from an unknown aiming arm, it was discovered that the instrument was not properly cleaned by sterile processing dept after its last use. The procedure was completed by inserting an unknown distal locking screw and removing the instruments without incident. It was unknown if there was surgical delay. Patient status is unknown. Concomitant device reported: unknown helical blade (part# unknown, lot # unknown, quantity 1); unknown aiming arm (part# unknown, lot# unknown, quantity 1); unknown distal locking screw (part# unknown, lot# unknown, quantity unknown) and unknown tfn nail (part# unknown, lot# unknown, quantity 1). This is report 1 for 1 (B)(4).